Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The gas delivery engine (gde) was removed and the ribbon cables were reseated. The fsr could not confirm the problem reported with the inaccurate fio2 values. The device was tested and the field service rep confirmed it passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that they fio2 was inaccurate and was not able to be corrected.

Manufacturer narrative:
(B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspected component and performed a failure investigation. The reported issue was duplicated and was isolated to the o2 blender inaccurate delivery of fio2. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.